Event description:
The manufacturer received a voluntary medwatch (mw5107134) alleging a millennium oxygen concentrator stopped working and did not alarm. The patient's blood oxygen level decreased and was placed on a back up supply of oxygen. The patient did not recover from the event and expired a few days later. The device is not returning to the manufacturer for evaluation. The device is currently being used by another patient.

Manufacturer narrative:
The manufacturer previously received information alleging ventilator inoperative condition occurred related to a ventilator device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received a voluntary medwatch (mw5107134) alleging a millennium oxygen concentrator stopped working anddid not alarm. The patient's blood oxygen level decreased and was placed on a back up supply of oxygen. The patient did not recover from the event and expired a few days later. The device is not reutrning to the manufacturer for evaluation. The device is currently being used by another patient.